Event description:
Info received that the head section was not staying up, slow drift over several hours. No injury reported.

Manufacturer narrative:
Technician found that the head section was not staying up, slow drift over several hours. Gas cylinder not holding pressure, replaced hydraulic cylinder to resolve this issue.